Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a stent strut was broken. The severely calcified, 95% stenotic lesion was located in the severely tortous left anterior descending (lad) artery. The lesion was pre-dilated with a maverick balloon, inflated 5 times; the size of the balloon, atm's and duration of inflations is unknown. The 3.0 x 32mm taxus liberte drug-eluting stent was advanced toward the lesion, however, resistance was encountered. It was reported that the stent strut was broken, therefore, the procedure was completed with a different device. No patient injury or complications were reported.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. Visual examination of the stent revealed the struts at the center of the stent were flattened. This type of damage is consistent with the device encountering some form of restriction. Several hypotube kinks were present along the entire length of delivery system; this type of damage is consistent with excessive force being applied to the device. The complaint report states that the physician encountered significant resistance upon inserting the device. It is advised in the taxus liberte directions for use that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. There are a number of complex factors effecting deliverability, for example, lesion type, anatomical tortuosity, pre-dilation, guidewire and guide catheter selection, user technique etc. All of these factors must also be considered when investigating a complaint of this nature. Root cause: could not be identified. A review of the shop floor paperwork for this batch found that the device met all material, assembly and performance specifications.